Event description:
This case was initially received via regulatory authority igz on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("painful abdomen") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was painful"). In 2013, the patient experienced uterine polyp ("polyp in uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of musculoskeletal discomfort ("joint complaints"), migraine ("migraine"), arthritis ("several inflammation joints, arms"), oral discomfort ("complaints of mouth"), carpal tunnel syndrome ("carpal tunnel syndrome"), the second episode of musculoskeletal discomfort ("constriction wrist joints"), menstrual discomfort ("worsened menstruation complaints") and fibromyalgia ("fybromyalgia"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, migraine, arthritis, oral discomfort, carpal tunnel syndrome, the last episode of musculoskeletal discomfort, menstrual discomfort, uterine polyp and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthritis, carpal tunnel syndrome, fibromyalgia, menstrual discomfort, migraine, oral discomfort, procedural pain, uterine polyp, the first episode of musculoskeletal discomfort and the second episode of musculoskeletal discomfort with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain-analysis in the global safety database revealed 1.240 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.